Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The center reported the recipient experienced a partial electrode insertion. The external visual inspection revealed silicone slices on the top cover, on the fantail, and near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed multiple cut electrode wires near the array. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. This is the final report.

Event description:
The recipient reportedly experienced electrode migration. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.